Event description:
It was reported that a spectrum pump had an unknown symptom. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported unknown symptom which was reproduced in the form of a constant downstream occlusion which was experienced during evaluation. The current reading was above specification. The downstream pressure plate gap was also found out of specification. The downstream tubing guide, gasket an plate were replaced.